Event description:
Probe was being used during arthroscopic procedure. When removed, tip was missing. Broken at depth indicator mark scored into surface by MFR. Removal of tip required 2 hrs add'l anesthesia and x-ray. Also, resulted in some damage to the condyle.